Event description:
Consumer emailed problem with accuracy on his bd meter. Did a comparison to lab readings. Analysis run on clark error grid using lab reading (52) as reference point vs. Bd readings (93) yielded some data points in the d range of the grid, outside acceptable limits.